Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light source switches to stand by mode during a procedure. The image was lost for a few seconds. The procedure was successfully completed with a surgical prolongation of less than 15 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).